Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that while the guidewire was being advanced through the occlusion balloon shaft, the tip of the guidewire, entered into the balloon part and the balloon was perforated. The balloon occlusion catheter did not have direct contact with the patient's body.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
It was reported that while the guidewire was being advanced through the occlusion balloon shaft, the tip of the guidewire, entered into the balloon part and the balloon was perforated. The balloon occlusion catheter did not have direct contact with the patient's body.